Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator would not dispense gas into a syringe during a vitrectomy with membrane peel surgery. An alternate regulator was obtained in order to perform and complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Per the device contract manufacturer's evaluation, no sample was returned for evaluation. With no additional, related information provided, the customer reported event could not be confirmed. A review of the batch production record for the reported lot number was performed which confirmed that the product met specifications at the time of release. A review of the complaint records showed no other complaints against the reported lot number. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).